Manufacturer narrative:
(B)(4). The subject device is not expected to be returned to the synthes manufacturer for evaluation. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a revision surgery was performed on (B)(6) 2016, to remove the bone screws and plate due to non-union. Two of the bone screws had backed out of the bone on the patient's right side resulting in the nonunion. The initial, elective, orthognathic procedure was performed on (B)(6) 2016, to correct conditions of the jaw and face, which was completed successfully. At the patient's two week follow up visit (date unknown), via x-ray, the surgeon observed a nonunion of the bone. Upon further review it was discovered two of the screws had backed out of the bone on the right side. By way of the patient's mouth, the surgeon removed four bone screws and one plate intact, successfully. The surgeon repositioned and implanted a new plate and new bone screws. The patient status/outcome was reported as good. There was no surgical delay and the procedure was completed successfully. This report is 2 of 2 for (B)(4).